Manufacturer narrative:
Device was used for treatment, not diagnosis. Strauss, e., tejwani, n., preston, c. And egol, k. (2006). The posterior monteggia lesion with associated ulnohumeral instability. J bone joint surg (br), 88-b, 84-89. This report is for an unknown 3.5 reconstruction plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Patient pertains to bone grafting, revision plating and a poor broberg-morrey functional index. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, strauss, e., tejwani, n., preston, c. And egol, k. (2006). The posterior monteggia lesion with associated ulnohumeral instability. J bone joint surg (br), 88-b, 84-89. The authors conducted at retrospective study to compare the clinical, radiographic and functional outcomes of patients with a monteggia lesion, characterized as a fracture of the proximal ulna distal to the end of the olecranon process, with an associated dislocation of the radiocapitellar joint and those patients without an associated dislocation. Initial ulnar fractures were treated with synthes small fragment plates and those of competitor. Between july 1997 and june 2003, 28 patients were identified, with a subsequent 23 available for follow-up. Four men and two women with a mean age of 47 years (range, 23 to 87 years) had an accompanying posterior ulnohumeral dislocation at the time of injury. Mean follow-up for these patients was 28 months (range, 14 to 48 months). Twelve women and five men, with a mean age of 55 years (range, 18 to 83 years) and a mean follow-up of 29 months (range, 12 to 60 months) did not sustain an associated dislocation. Results for patients with an associated dislocation of the radiocapitellar joint included: case 3 a (B)(6) female who underwent ulnar fixation with a 3.5 reconstruction plate and radial head fixation with an uncemented monoblock prosthesis of competitor. The patient underwent bone grafting and revision plating for non-union of the fracture of the ulna; a poor broberg-morrey functional index was noted. The authors did not identify the manufacturer of the plate. This is report 1 of 3 for (B)(4). This report is for an unknown 3.5 reconstruction plate.